Event description:
It was further reported that access was obtained via the left femoral artery. The mid left anterior descending artery (lad) had two areas of stenosis, both in the 95% range. The distal lad had 90-95% tubular stenosis. The very distal portion of the lad had moderate diffuse luminal disease. Angiomax was given intravenously for anticoagulation. A 2.0x20mm apex balloon was inflated in the distal and mid lad at 6atms. After the 2.25x20mm ion stent was deployed in the lesion, postdilation was performed with a 2.25x12mm quantum maverick balloon at 18atms. A 2.75x4mm ion stent was then used for direct-stenting in the mid lad and was deployed at 16atms, followed by a 3.0x20mm ion stent that was deployed at 16atms in the mid lad. Final angiogram revealed excellent angiographic results with 0% residual stenosis and timi 3 flow distally. The left circumflex artery (lcx) was then direct-stented with a 2.5x4mm ion stent at 18atms. Final angiography of the lcx revealed 0% residual stenosis with timi 3 flow distally. The patient was put on aspirin and plavix.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR# 2134265-2011-02488. It was reported that during a stenting treatment procedure balloon withdrawal resistance and stent damage occurred. Access was obtained via the femoral artery. The 75% stenosed, 2.5x18mm de novo and concentric target lesion was located in the non-tortuous and severely calcified distal left anterior descending artery (lad). The lesion was predilated with a 2.0x20mm apex balloon, leaving 60% residual stenosis. A 2.25x20mm ion stent delivery system (sds) was then advanced to the distal lad and was deployed at 16atms for 10 seconds. The balloon was fully deflated and when the physician attempted to withdraw the stent delivery balloon, it became stuck inside the deployed stent. The physician pulled on the balloon, dialed up and down, deep seated the guide catheter and pulled negative and was able to remove it from the stent; however, angiogram revealed that the stent had an indent in the mid section. Postdilation was performed with a 3.0x8mm nc quantum apex balloon. A 2.5x12mm ion sds was then advanced to the 80% stenosed, 2.5x18mm concentric and de novo target lesion located in the moderately tortuous and moderately calcified proximal circumflex (cx). The stent was deployed at 16atms for 10 seconds and it was noted that when the physician attempted to remove the stent delivery balloon, withdrawal resistance was encountered. The physician pulled on the balloon, dialed up and down, deep seated the guide catheter and pulled negative was able to successfully remove the balloon from the deployed stent. The physician implanted four ion stents, sizes 2.25x20mm, 2.75x12mm, 3.0x12mm and 2.5x12mm, overlapping from the lad to the proximal cx and the procedure was successfully completed. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).